Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient¿s scs system explant procedure was abandoned due to compromised airways. The patient is still implanted and using the devices with burst stimulation.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation for her lower back and bilateral leg pain. Subsequently, the patient underwent surgical intervention wherein the scs system was explanted. The patient received two scs leads with a same lot number.